Manufacturer narrative:
Product analysis: the product has been returned and analysis is in progress. Conclusion: the investigation is in progress. A supplemental report will be submitted after completion of the investigation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after an unknown duration post implant of this mitral bioprosthetic valve, it was explanted and replaced with a non-medtronic product. The reason for the replacement was reported as structural valve dysfunction. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusions: the device history record review was performed on the device; there were no issues identified regarding manufacturing that could have impacted this event. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The structural valve dysfunction was likely caused by commissure dehiscence. If too much pannus (pannus overgrowth) or calcification covered the commissure / stent post, it is possible it could create additional stress during valve closure by limiting the deflection of the stent posts. In this case, the pannus overgrowth and calcification may be a contributing factor to the commissure dehiscence. A conclusive cause of the intracuspal hematoma could not be determined. Limited leaflet mobility due to calcification and pannus could be a possible cause of the hematoma occurring on the leaflets. H6: updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that all the valve leaflets were stiff yet flexible except where host growth was present. A thick thrombotic intracuspal hematoma infiltrated the majority of the left cusp appearing to restrict leaflet mobility. A second intracuspal hematoma was noted on the right cusp extending approximately 3 mm from the margin of attachment. The non-coronary cusp appeared intact. The left and non-coronary cusps were in a closed position. The right cusp appeared open. Thin layer of pannus partially encapsulated the left right commissure; appeared intact. The left non-coronary commissure appeared intact. The right non-coronary commissure was dehisced, possibly related to separation of layers of the aortic wall behind the commissure. The sutures holding the aortic wall to the stent post were not exposed therefore as assessment of the sutures could not be performed. A layer of off-white pannus lined the inflow base stitching of the non-coronary cusp. Tan pannus observed on the margin of attachment of the outflow right cusp extending from the outflow rail. Radiography revealed calcification on the commissure. Conclusion: the investigation is in progress. A supplemental report will be submitted after completion of the investigation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.